Event description:
During surgery of excision of left facial hemangioma, contract technician was operating hospital owned machine a (xomed monitor). There were inconsistent readings to localize nerve. Machine changed to technician's owned machine b, axon systems workstation. Patient monitoring leads also changed. Inconsistent readings noted with machine b as well. On the first day after surgery, patient demonstrated facial nerve palsy.